Event description:
It was reported that during a ptca procedure, the maverick2 monorail balloon ruptured at 10 atms on the first inflation. The lesion being treated was located in the 99% stenosed, calcified and non-tortuous right coronary artery (rca). There were no patient complications, and the procedure was completed with another of the same device. Patient status was reported as 'good.'

Manufacturer narrative:
H10: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the manufacturing record for batch #9049518 shows that the device met its material, assembly and product specifications at the time of its release to distribution.